Event description:
A customer reported that erroneously elevated thyroid stimulating hormone result of 10 uiu/ml and prolactin result of 1000 miu/l were obtained from the unicel dxi 800 access immunoassay analyzer for one patient. The customer reported that repeat testing of the patient sample for thyroid stimulating hormone on alternate methods produced discordant, lower results within the normal range of the assays. The customer also reported the elevated prolactin result did not fit the clinical picture of the patient and an MRI performed on the patient was normal. It is unknown if MRI was performed in response to the erroneously elevated results that the customer was questioning. There was no report of death or injury associated with this incident. The customer reported qc was performing within the established limits at the time of the event. System check data has not been supplied. The customer did not report any system or hardware related issues pertaining to this event. Service was not dispatched for this event. The customer sent the patient sample to beckman coulter for investigation. Beckman coulter performed a heterophile testing and confirmed presence of interfering substances in the patient sample, which was the cause of the erroneously elevated results. Beckman coulter labeling contains statement concerning heterophile antibody interference as below: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulin or immunoglobulin fragments may produce antibodies, eg, hama, that interferes with immunoassays. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies.